Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. All available information was investigated, and the reported issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for unintended movement (clip open while locked). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report the clip opened while establishing final arm angle during deployment. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips (cds0601-ntr, 80516u244 and 80802u122) were implanted, reducing the mr to 3. On (B)(6) 2019, the patient presented with increased mr, with a grade of 4 due to progression of disease. An additional mitraclip procedure was performed. A clip delivery system (cds) (cds0601-ntr, 90627u456) was advanced and grasping was performed successfully; however, before deploying the clip, the lock was tested again and the clip opened. The cds was then removed without reported issue, and a new clip (cds0601-ntr, 90415u137) was implanted successfully to complete the procedure, reducing mr to 1-2. No additional information was provided.